Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in delivery of inappropriate shocks in more than a single episode. It was noted that the smartpass feature had disabled prior to the episodes due low signal amplitude measurements. Review of the stored episodes noted morphology changes and tiny signal amplitude measurements. It was noted that the patient heart rate may have been slightly elevated. Technical services (ts) recommended trying to get the heart rate up to see if the morphology and amplitude change could be reproduced. No adverse patient effects were reported. This device remains in service.